Event description:
It was reported by an anonymous reported that the catheter separated during use. The pt was taken to the cath lab for removal of the catheter portion that had migrated to the pt's heart. There were no add'l complications.